Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused high atrial rate events. The ra lead was capped and replaced. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.